Manufacturer narrative:
No sample was returned. A technical root cause was identified. The adapter plate of mid(microscope integrated device) does not provide enough surface for mounting screw; screw is formed like a tip. It should rather be formed like a ball to not get loosened. The mid adapter plate was replaced. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a cataract extraction procedure, the microscope oculars fell off the microscope. The doctor caught the oculars before making any contact with the patient. Additional information was requested.